Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. The pulse generator exhibited a diagnostics anomaly. The device remained implanted and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.